Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR confirmed that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Data analysis identified potential high impedance within the battery. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received regarding recommendations for this device. This device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR confirmed that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.